Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope showed flickering across the screen. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed. Additionally, damaged fiber bonding in the outer tube area (distal end), broken video cable and green image. Based on the investigation, damaged fiber bonding in the outer tube area (distal end), broken video cable and green image was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.